Event description:
It was reported that the rigid video laparoscope had black spots on the image. The issue was found during a therapeutic laparoscopic pancreatectomy procedure. This was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, the outer tube is deformed and therefore the parts cannot be disassembled or reassembled, the odu electrical connector of the charged coupled device section has corrosion and therefore the parts cannot be disassembled or reassembled, and the odu electrical connector of the video cable section has corrosion and therefore the parts cannot be disassembled or reassembled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed, and black spots are present on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.